Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported event. Fse replaced erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and the reported failure (error c-34 on start-up) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy gynecological surgical procedure, the integrated electro surgical unit (iesu-erbe) in the vision side cart (vsc) had error c-34. Onsite logs showed error 25913 (c-34). The customer rebooted the erbe and the vsc prior to calling in with no change. The technical support engineer (tse) instructed staff that it is likely that the erbe will need to be replaced. The customer then swapped out the vsc and proceeded with the case. The procedure was completed with no reported injury.